Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report the monitor was continuously alarming. It was later discovered that the response buttons on the monitor were stuck. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The reported problem (system continuously alarming due to stuck response buttons) has been confirmed. The cause of the system continuously alarming was due to a defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective monitor. The patient received a replacement monitor.